Manufacturer narrative:
Device is a combination product. Device evaluated by mf : the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-10688. (B)(6) clinical study. It was reported that timi flow reduction occurred. In (B)(6) 2017, the patient presented to the emergency room with the complaints of chest pain located in the sub sternal area radiating to the jaw, shortness of breath, diaphoresis and nausea. The patient took 325 mg of salicylate prior to calling the emergency medical services (ems). Upon arrival in the emergency room, the patient's electrocardiogram (ECG) was unremarkable and the troponin levels were normal. The patient continued to have chest pain and developed ventricular fibrillation in the emergency department. The patient was defibrillated and started on an antiarrhythmic. The patient was emergently taken to cardiac catheterization lab which revealed 100% stenosis located in proximal left anterior descending (lad) and 40% in-stent restenosis at the ostium of the first diagonal branch. On the same day, the 100% stenosis in the proximal lad was treated with pre-dilatation and placement of a 3.0 x 12 mm synergy stent. Following post-dilatation, the residual stenosis was 10%; however, after the procedure, a timi flow reduction was noted, from timi 3 to timi 2. A balloon angioplasty was performed successfully in response to the timi flow reduction. Four days later, the patient was discharged on clopidogrel and aspirin.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that following the index procedure, timi 3 flow was noted. In (B)(6) 2017, the patient's electrocardiogram revealed normal sinus rhythm, septal infarct, age undetermined and st elevation, consider early repolarization, pericarditis, or injury. St segment elevation myocardial infarction (mi) occurred. No stent thrombosis was noted. Cardiac enzyme elevation noted post procedure was due to original progression of mi. Four days later, the event was considered as resolved and the patient was in stable condition.